Event description:
It was reported that the patient was admitted to the hospital due to an increase in seizures. Interrogation of the patient's generator found that the normal and magnet output currents were set to 0ma. Review of the actions performed by the physician at the previous visit found that a system diagnostics test was performed on (B)(6) 2011, however a final interrogation was not performed. The system diagnostic test was within normal limits. The patient was not seen by any physician for her vns between that visit and being admitted to the hospital. It is likely that the system diagnostic test faulted resulting in an unintended change in settings. The increased seizure frequency was noted as being below the pre-vns baseline seizure frequency. No medication changes were believed to have contributed to the patient's increase in seizures. The physician attributes the increased seizures to the unintended settings as the patient had been seizure-free for 2 years prior to the sudden increase. A copy of the physician's programming history has been received by the manufacturer that confirms the sequence of actions on (B)(6) 2011. The patient has been programmed back on and is resuming her normal therapy.

Manufacturer narrative:
Age at time of event, corrected data: the initial report inadvertently reported the incorrect patient age.

Manufacturer narrative:
Analysis of programming history.